Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported pre-operatively the catheter access port (cap) aspiration did not return cerebrospinal fluid (csf) so aspiration was repeated after the pump was removed from the pocket with the same result. The catheter easily aspirated once removed from the pump. It was noted the catheter was visibly twisted into knots due to rotation of the pump within the pocket. It was also reported the entire existing pump segment and 18.5 centimeters of spinal segment was removed and only the pump segment was replaced on (B)(6) 2014. It was further reported the cap aspiration had good return of csf after the new pump segment was attached. It was reported the flipped pump was confirmed and a pump pocket revision was necessary. The flipping of the pump caused twisting and strangulation of the catheter that prevented flow and aspiration until untwisted. Patient symptoms associated with this event included pain and less than 50% therapy relief. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver dilaudid. A follow-up report will be sent if additional information becomes available.